Event description:
It was reported that a pump had no audio, which was identified during a preventive maintenance procedure.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to a failed backflex. At this time, the date of event is unk.